Manufacturer narrative:
Additional information : the device was manufactured august 13, 2018 - august 14, 2018. Three (3) samples were received for evaluation. The bags were cut at the top where the customer likely drained the contents. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the spike port cap at the base of the spike port tubing of all samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. The leaks were discovered during mixing of an unspecified drug. There was no patient involvement. No additional information is available.